Event description:
The customer reported that during laparoscopic gyn procedure, a piece of the active waveguide disengaged and fell into the pt's cavity. The piece was retrieved. There was no pt injury. Another dissector was installed into the system and was used to complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.